Event description:
Additional information received from the healthcare provider indicated that there were no known potential causes or factors that may have led to the swelling.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving morphine 10 mg/ml at 2.64 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as spinal pain. The patient felt some swelling at the site of the spinal segment catheter. A dye study was performed which showed the catheter was patent and fully tact. A surgery occurred on (B)(6) 2016. The site of spinal incision was opened and inspected for fluid with no findings of fluid. The issue was reported to be resolved. No complications or irregularities were found with the implanted pump or catheter. The patient's status at the time of report was alive no injury. The onset of the event was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.